Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart. A cold reset was performed. The customer¿s blood glucose was 120 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery spring. Unable to perform operating currents, self test, a21 test, rewind test and displacement test or verify a21 alarm due to missing spring.